Event description:
Pt was having a thorascopy with wedge resection of left lower lobe when while using the ethicon endostapler model 3ez45g, lot # c4e22v, the stapler misfired. This resulted in loss of blood to the extent that the pt had to be given 2 units of packed rbcs and 2 units of fresh frozen plasma. This caused the case to be changed from a thorascopy to a thoracotmy.